Event description:
A total hip arthroplasty was revised because of dislocation.

Manufacturer narrative:
Unable to investigate report as specific information was not provided. Manufacturing facility is awaiting return of the device for evaluation. Other text : pending return of device